Event description:
Customer reported that the insulin pump has clacks on three corners of the screen and the screen cover is missing. Most recent blood glucose value is 129 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.